Event description:
New information states isometrics were performed and lead noise was noted. The lead was explanted and replaced on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right atrial lead exhibited noise which led to inappropriate mode switches. There were no patient consequences. No intervention was performed.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.